Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting the report on behalf of alma, inc. (Importer). Section h3: alma inc. (Importer) has inspected the device and it appears that unit may have been dropped or hit. The output was found to be within the manufacturer's specifications but the thermoelectric coupling (tec) was non-operational. Alma lasers made multiple attempts to request patient photographs and pertinent adverse event information. The facility did not provide the adverse event details until the day before the reportability 30-day deadline. Alma lasers ltd. Clinical reviewed the information and found some of the pertinent information to be lacking. Alma lasers ltd. Clinical determined that vital information on past treatment records need to be explored. In the absence of visual evidence and pertinent clinical information, at this time, no root cause can be assessed. Alma lasers is investigating this issue and will submit supplemental reports within the FDA published timelines if additional information becomes available.

Event description:
The suspected device was used on the patient's lower legs (below knees to ankles) for unwanted hair. Patient blistered all up and down on anterior shins that evening. Patient was seen by the facility again and hypopigmentation was noted.